Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon attempted to use a 12.0 icm120v4 implantable collamer lens. Foreign body adhesion was observed on the lens before loading. No patient contact. Another same model and size lens was implanted.